Event description:
The patient was reportedly implanted with a cook biodesign or surgisis urethral sling on (B)(6) 2000 by dr. (B)(6) and a johnson & johnson/ethicon gynemesh ps on (B)(6) 2005 by dr. (B)(6) at (B)(6) medical center in (B)(6) to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.